Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. Rebooted pyxis twice and still was not able to access the entire drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6 was not detected on bus. A field service engineer found both pyxis bus and drawer module controller boards were not functioning, so replaced both boards. Later found that the latch sensor wire disconnected that could be possible cause of malfunction, then replaced the latch sensor and configured drawer to station and resolved the issue. The system functioned as intended after the field service engineer repaired the device.